Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/03/2015 with the following findings: during investigation, a blank display appeared at power up with audible and vibratory tones. Due to a blank display, the original complaint of a flashing display was unable to be investigated. The buttons were unable to be tested as well because of the blank display. Unrelated to the original complaint, there was a crack found in the case near the upper right corner of the display. There was evidence of moisture inside the pump; a leak test was performed and failed indicating a pump case leak. There was moisture present on all boards and on the display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.